Event description:
Boston scientific received information that this programmer overheated. Attempts were made to obtain additional information but was unsuccessful. The programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.